Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring, d. And jupiter, j. (2003), ununited diaphyseal fractures of the humerus: techniques for fixation of osteoporotic bone, techniques in hand and upper extremity surgery, vol. 7 (1), pages 2-6, doi.org/10.1097/00130911-200303000-00002 (USA). The aim of this article is to be familiarized with the techniques in the fixation of osteoporotic bone to facilitate the care of elderly patients requiring operative fracture care. Twenty-two elderly patients (average age of 72 years) were treated with one or more modifications of standard plate and screw technique due to osteopenia were treated with a competitor¿s device. More recently, twenty-seven patients were treated for delayed union or nonunion of the humerus with a 4.5-mm locking compression plate in a combined experience. The following complications were reported as follows: 2 patients with a radiographic appearance suggesting incomplete union. 2 patients required a secondary iliac crest bone grafting (after the initial use of demineralized bone), but none had loosening or breakage of the implants, and all the fractures healed eventually. A (B)(6) year-old woman had an unstable delayed union after functional brace treatment, which was compromised both by advanced age and postmenopausal status, as well as by disuse during treatment of the fracture. The complications are similar with those of standard plating, including infection, nonunion, implant failure, and so forth, as well as radial nerve palsy and elbow and shoulder stiffness. This report is for an unknown synthes locking compression plate. This is report 5 of 6 for (B)(4).